Event description:
Customer called stating his insulin pump was alarming button error. Customer stated he thought the device was waterproof. It was explained to customer that the device is only water resistant. Customer's blood glucose level is 105 mg/dl. He stated that he went into a swimming pool while wearing the device. Customer was advised that the device needs to be replaced, and to discontinue its use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm noted. Insulin pump was received with a scratched lcd window, cracked display window corners, cracked reservoir tube lip, reservoir tube cracked, and missing endcap sticker. No moisture damage electronic assembly.